Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding the patient's implanted infusion pump containing unknown medication(s) (dose(s) and concentration(s) unknown). The indication for use was non-malignant pain. It was reported that the patient was normally refilled every 45 days, but the patient's last 3 or 4 refills were rescheduled for the following week because the clinic didn't order her medicine in time. No patient symptoms were reported, and no further complications were reported or anticipated.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.